Manufacturer narrative:
Date sent: 01/08/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, a solid tone was heard. The device was reset and the same situation appeared. The titanium tip broke during the procedure, but it did not fall into the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.